Event description:
Following the successful coil embolization of the left paraclinoid/ophthalmic artery aneurysm, the patient was reported to suffer a headache. Medication was given; type and dose were not disclosed, to treat the headache. It was reported that the headache was ongoing. No other information was provided.

Event description:
Following the successful coil embolization of the left paraclinoid/ophthalmic artery aneurysm, the patient was reported to suffer a headache. Medication was given; type and dose were not disclosed, to treat the headache. It was reported that the headache was ongoing. No other information was provided.

Manufacturer narrative:
This manufacturer report is a duplicate; the event has been previously reported under manufacturer report # 2939204-2009-00545.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The reported event is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.